Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the patient¿s adverse event of falling, which resulted in lacerations and contusions to the patient¿s face and hospitalization. Causality was attributed to the patient tripping over the liberty cycler set (drain tubing); however, the patient failed to utilize a walker while ambulating as prescribed. The fresenius liberty select cycler user guide cautions patients regarding the potential tripping hazard created by the drain tubing. Based on the information available, the liberty cycler set cannot be disassociated from the events. A possible causal relationship exists between the liberty cycler set (drain line) and the patient¿s serious adverse events. However, it is unknown if the patient would have fallen, had they properly utilized their walker as prescribed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fall at home on (B)(6) 2020. The patient reportedly lost their balance, and both the patient and the liberty select cycler fell to the floor. Follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient fell at home on (B)(6) 2020, while attempting to ambulate to the bathroom. The pdrn stated the patient failed to utilize a walker to ambulate (as ordered) and tripped over the liberty cycler set tubing. The patient¿s liberty select cycler fell when the patient did, however it did not make contact with the patient. The patient landed face down and remained there for >10 hours until he was found by their spouse, when the spouse returned from work on (B)(6) 2020. The patient was transported by emergency medical services to the hospital for lacerations and contusions (specifics not provided) to their face (patient was alert and oriented during transport). Upon arrival to the emergency room, the patient was given pain medication and x-rays were taken to rule out any fractures (negative). The patient was hospitalized for approximately 72 hours and was discharged to a rehabilitation hospital on (B)(6) 2020. The patient had preexisting deconditioning, endurance and ambulation issues, so the decision was made to send the patient for inpatient physical/occupational therapy. The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) while acutely hospitalized and during his rehabilitation admission. On approximately (B)(6) 2020, the patient was discharged from the rehabilitation hospital and was admitted to a skilled nursing facility (snf). The pdrn stated the spouse could no longer care for the patient at home due to the patient's deconditioning. The snf could not assist the patient with performing ccpd, therefore the patient was transitioned to outpatient hemodialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.